Manufacturer narrative:
(B)(4). Concomitant medical devices: us157856, lot 365010, m2a cup 56mm; 139256, lot 873560, m2a taper adapter; 103206, lot 738440, taperloc femoral stem 12.5x145mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01832.

Event description:
Initial left total hip arthroplasty performed and, the patient was revised eight years later due to pain and instability. During the revision, extensive metallosis and a large pseudocyst was noted. All components were revised with unknown product without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 . Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of medical records identified left hip pain with possible instability, extensive metallosis with major pseudocyst. Ebl 400ml with prbc transfusion. Major pseudocyst with metallosis present and black tissue. Femur extremely well-fixed, eto performed to remove the component and secured with cables. All components replaced with unknown product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.